Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic. The left ventricular lead exhibited high thresholds. All other electrical measurements were -normal-. The physician elected to explant and replace the lead. The patient was in stable condition post surgery.